Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was found sticking out of the plastic package when opened during a case. A duplicate implant was present and used. No delay was reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event consider confirmed as the visual inspection of the package confirmed that the implant broke through both the sterile packaging and cavity. Device history record was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to all specifications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.